Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer was being trained on the use of the pump and had not started insulin therapy; therefore, there was no adverse impact. The customer's blood glucose level was 89 mg/dl.